Event description:
General report of 2 undocumented incidences of IV tubing leak at cassette. It was reported that unspecified IV solutions had been running for about 24 hours on two different pts. The nurse noticed a puddle of approx 100-150cc on the floor beneath the pump, and fluid was noted coming out of the bottom of the pump. No bleed back was reported in either incident. The tubings were changed to solve the problem in each case. No pt harm or IV site loss was reported for either pt. Although requested, the reporter did not recall pt specific info regarding age, gender, or diagnosis for either pt.